Event description:
Discordant high results for creatinine (crea) and blood urea nitrogen (bun) were obtained on a dimension vista 500 instrument. Bun was automatically repeated and a similar high result was obtained. The customer reran crea and bun on an alternate instrument of the same model. Results in the normal range were obtained. The repeated results were consistent with previous results from the same patient and only the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant crea and bun results.

Manufacturer narrative:
The customer contacted the siemens technical solution center (tsc). The tsc analyzed the data from the instruments. Quality control was in range on both instruments. Both instruments were using the same reagent lots. The siemens investigation concluded that the discordant crea and bun results were due to mislabeling of the aliquots. The instrument is performing within specifications. Further evaluation of the device is not required.